Event description:
It was reported via repair work order that the right hand rail has been broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the patient right side rail was damaged due to the unit being ran into a wall. It was confirmed that the side rail would still latch into the upright position. The issue was resolved for the customer by replacing the top rail.

Event description:
It was reported via repair work order that the right hand rail has been broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.